Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies. Reportedly, the customer believes issue is caused by scar tissue, however this was not confirmed. Ultimately changed site during system check with tandem technical support to address the alarms. Customer's blood glucose was 300 mg/dl.